Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-sensed t-wave oversensing was observed. The patient did not receive therapy due to oversensing. Programming changes were recommended.